Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 290 mg/dl, 125 mg/dl, and 235 mg/dl within 4 minutes on the aviva system. No adverse event reported. The alleged product was replaced and requested for evaluation.